Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The devices remain implanted. The lot history records (lhr) for this product could not be reviewed and a similar complaint queries of the complaint handling system could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, thrombosis/thrombus, and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported myocardial infarction, thrombosis/thrombus, and stenosis, and their relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention, and hospitalization or prolonged hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other patient effects and malfunctions reported in the post-market clinical follow-up are captured under separate medwatch reports attachment title: "post-market clinical follow-up evaluation report xience family of stents".

Event description:
It was reported through the pmcf report, that the xience stent may be related to death, myocardial infarction (mi), thrombosis, restenosis, bleeding, target lesion and vessel revascularization. Details are listed in the attached article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the attached post market clinical follow up evaluation report for specific information.